Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device would intermittently not complete the boot-up cycle. Once powered on, the display would flash twice and then go blank. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly in the failure analysis center. The cause of the reported issue was due to pcb mounted jack connectors j8 and j12 of the sbc (single board computer) assembly not being fully seated. After reseating the connection of the sbc assembly to the system pcb assembly, normal observation was observed.